Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the sheath and exoseal were fully retracted, despite the indicator wire having been deployed. Manual compression was used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black, and no red color was observed in the indicator window during retraction. When the device was removed from the patient, the indicator wire (iw) loop was deployed and visible without anomalies. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was reported as "ok." A 5f non-cordis sheath was used. A retrograde approach was used during an interventional procedure. The exoseal and non-cordis vascular sheath introducer were removed. The device was prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not exhibit stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The physician achieved certification on the use of the exoseal. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the sheath and exoseal were fully retracted, despite the indicator wire having been deployed. Manual compression was used to achieve hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly with an audible click. The physician did not have their thumb placed on the plug deployment button during retraction. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the non-cordis sheath were retracted together until bleed back significantly slowed or stopped. The indicator did not show any black, and no red color was observed in the indicator window during retraction. When the device was removed from the patient, the indicator wire (iw) loop was deployed and visible without anomalies. The device was not attempted to be deployed outside the patient¿s body. The patient¿s status after the procedure was reported as "ok." A 5f non-cordis sheath was used. A retrograde approach was used during an interventional procedure. The exoseal and non-cordis vascular sheath introducer were removed. The device was prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not exhibit stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The physician achieved certification on the use of the exoseal. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the guard was received not locked, and an attempt to lock the guard was successfully performed. The indicator wire was then pulled to achieve the black/black position in the indicator window, followed by fully depressing the deployment lever, achieving the indicator wire retraction and expected plug deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.